Manufacturer narrative:
The investigation into the positioning issues has been completed. The impella device was not returned for evaluation. The most likely root cause of positioning issues was wireless re-access. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During removal of the peel away sheath, the pump migrated into the mitral apparatus causing issues with the inflow volume from the left artery. As the device could not be moved back into position without a wire, the decision was made to explant the initial impella device and implant a new pump. The patient survived the procedure.